Event description:
Customer was hospitalized for dka. The customer was treated with an insulin drip. While at the hospital, the customer developed pneumonia. It was stated that the customer was hospitalized on the day they did their first set change on their own. Since then, the customer is using an older model pump. It was indicated that the customer believes pump is fine and that they probably made a mistake while changing out set. It was conveyed that the customer needs more training before going back on the paradigm.